Manufacturer narrative:
The event occurred outside the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller reported discrepant blood glucose results within 10 minutes: 01.55 p.m, 4.3 mmol/l; 02.05 p.m. Hi, which on the system indicates a result in excess of 33.3 mmol/l, 02.06 p.m, 15.5 mmol/l. Customer was having hypo symptoms: shaky, dizzy, sick. Customer took 3 glucotabs at 01.55 p.m. No adverse event was reported. A request was made for the return of the meter and strips.

Manufacturer narrative:
Device received in a condition which made analysis impossible. Unable to test returned test strips because they expired.